Event description:
It was initially reported that the patient experienced a return of symptoms and that a catheter fracture was suspected, and a full/partial catheter revision was discussed. They were unsuccessful in regards to accessing the catheter access port (cap) prior to their decision for a surgical revision procedure. The "current" dose of lioresal (2000 mcg/ml) was noted as being 1000 mcg/day; and the "new" lioresal (500 mcg/ml) dose was 150 mcg/day. Additional information received later reported the patient experienced an increase in muscle tone due to a catheter fracture at the spinal entry/midline back incision. The existing catheter was removed and replaced with a two piece catheter. On (B)(6) 2012, the concentration and dosage of lioresal was reported as being 2000mcg/ml at 1100mcg/day.

Event description:
Additional information: the health care provider indicated a catheter dislodgment/migration at the location of the pump/catheter connection. The catheter was replaced and it was noted the patient did not require hospitalization.

Manufacturer narrative:
Catheter model: 8709, (B)(4), implanted: 2010-(B)(6), explanted: unk; catheter model: 8578, (B)(4) implanted: 2010-(B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).